Manufacturer narrative:
No specific issue occurred during the automatic implantation. The polarities have been configured with correct impedance measurements. The user has forced the last phase (last 20 minutes period). Intermittent captures are seen since the replacement. The threshold is not stable whatever the programmed pulse width. The x-ray pictures revealed that the subject lead is too taut at the proximal and the distal parts indicating a possible dislodgement occurring the pacemaker replacement. Since no x-ray pictures carried out before the replacement were provided, no comparison can be made. No abnormality was seen during the manufacturing process. Based on all the data available, a ventricular lead (micro)dislodgement is suspected.

Event description:
Reportedly, according to the doctors who performed the replacements, the subject pacemaker (pm) stopped stimulating a few minutes after being placed in the pocket causing the patient to go into asystole. In both cases, they resolved the situation by performing cardiac massage, interrogating the pm, and setting the output levels to the maximum. Replacement of a teo implanted on (B)(6) 2020 (first implantation) with a borea dr s/n: (B)(6).